Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04292 for the other associated device info. It was reported to boston scientific corp, that a rf 3000 radiofrequency generator and a leveen probe were used during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, after increasing the power per the algorithm to 190 watts, the level continued to increase 3-10 watts. The physician repeatedly returned the console to 190 watts; however, the same effect re-occurred. Following 45 minutes of treatment, the procedure was stopped prior to achieving roll-off. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good" and discharged. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): (insufficient roll-off). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).